Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Cts provided information for resetting the pump, assisted the caller in completing the reset, and advised monitoring for any recurring malfunction codes, which did not reoccur, allowing continued use of the pump.